Event description:
It was reported that 4 total as lvp 20d 3ss cv sets from unspecified lots leaked from a hole in their adapters during use. The following information was provided by the initial reporter: they have had two different situations with IV tubing leaking by the blue adapter that goes into the IV channel. IV tubing reference number is (B)(4). The first concern happened back in (B)(6) 2020, however I did not have a lot number in order to report out on. The second concern happened on (B)(6) 2021. This particular concern happen on three different IV tubing sets that day. "The second event will be changed to component damage since a hole was found".

Manufacturer narrative:
H.6. Investigation: the customer reported a leak near the blue adapter that goes into the pump, and returned the affected sample. The sample was primed and a leak was found where the customer described. The small hole in the silicon tubing is pictured and attached to this complaint. The complaint is verified. A device history record review for material 2426-0007 could not be performed because a valid lot number was not provided by the customer. The root cause for the pin hole is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 total as lvp 20d 3ss cv sets from unspecified lots leaked from a hole in their adapters during use. The following information was provided by the initial reporter: they have had two different situations with IV tubing leaking by the blue adapter that goes into the IV channel. IV tubing reference number is (B)(4). The first concern happened back in (B)(6) 2020, however I did not have a lot number in order to report out on. The second concern happened on (B)(6) 2021. This particular concern happen on three different IV tubing sets that day. "The second event will be changed to component damage since a hole was found".